Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken output connector assembly. It was also noted that the hanger assembly was broken and the upper and lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required repair to the atrial port and there was a request for test and calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.